Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device failed to detect the attached defibrillator pads. Complainant indicated that the clincian obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reproted malfunction.